Manufacturer narrative:
H.6. Investigation: due to no photo or sample being received for investigation, the customer's complaint of separation cannot be verified and the root cause remains unknown. A device history record review for model 2447-0007 lot number 21076214 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #21076214 regarding item #2447-0007 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation regarding item #2447-0007 over the 12 month period before this complaint.

Event description:
It was reported that 3 bd alaris pump module smartsite burette infusion sets experienced component separation. The following information was provided by the initial reporter: the blue stopper/rubber top of a gammagard s/d 50ml bottle fell into the medication bottle as bottle was being spiked with a buretrol tubing setup. Bottle was due to be spiked; primed, and then medication to be administered to patient. It has been noted that with previous setups; that spiking could create a vacuum causing the buretrol to compress inwards. Therefore, prior to spiking this bottle; rn inserted a blunt needle with a syringe (no additional air injected into bottle). Syringe removed to decompress and let air out of bottle. Blunt needle removed. When spiking the bottle, the blue stopper/rubber top fell into glass bottle. Process was stopped and bottle put aside. Pharmacists mentioned this is third time this has happened recently.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris pump module smartsite burette infusion sets experienced component separation. The following information was provided by the initial reporter: the blue stopper/rubber top of a gammagard s/d 50ml bottle fell into the medication bottle as bottle was being spiked with a buretrol tubing setup. Bottle was due to be spiked; primed, and then medication to be administered to patient. It has been noted that with previous setups; that spiking could create a vacuum causing the buretrol to compress inwards. Therefore, prior to spiking this bottle; rn inserted a blunt needle with a syringe (no additional air injected into bottle). Syringe removed to decompress and let air out of bottle. Blunt needle removed. When spiking the bottle, the blue stopper/rubber top fell into glass bottle. Process was stopped and bottle put aside. Pharmacists mentioned this is third time this has happened recently.